Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by an arthrex employee via email that an ar-1920sf corkscrew anchor broke during insertion. All the broken fragments were removed successfully. The case was completed using another ar-1920sf corkscrew. This was discovered during a collateral ligament injury repair procedure on (B)(6) 2024. The patient suffered no negative effects. Additional information received on 4/23/2024: the case was delayed ten minutes; additional anesthesia was not needed.

Manufacturer narrative:
The complaint allegation is confirmed based on the damage observed on the returned device. One unpackaged ar-1920sf was received for investigation. The anchor was not received with the returned device. Visual evaluation of the device under a magnifier noted that the tip of the cannulated driver had slight damage. Functional testing was not performed due to the missing components. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or improper bone preparation. Refer to investigation photos.